Manufacturer narrative:
PMA/510(k) number: pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a femoral angioplasty via contralateral leg access, the flexor ansel guiding sheath was difficult to insert due to patient scarring. It fractured twice upon removal. The wire guide was inserted in the complaint device at the time of removal; however, the dilator was not. The complaint device was removed completely from the patient's anatomy. According to the initial reporter, no patient adverse effects were experienced due to this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, a functional test & a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device had separated into three sections., with coil keeping the overall device intact. The tip appeared distorted (out of round) and partially pinched. The overall shaft appeared stretched due to the coil being visibly extended throughout the shaft material. The shaft material felt rough where the coil elongated but was still contained within the sheath material. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, during the device failure analysis, several points of elongation were noted on the three segments. The first had a measured elongation of 4.7cm, the second of 10.5cm, and the final piece measured 3.8cm of elongation. There was also a point of compression at 49.4cm from the proximal hub. This evidence supports the complainant¿s claim of difficult removal. Moreover, an IFU is provided with the device, which states ¿remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause can be traced to user failing to follow instructions. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: g5. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.